Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that in stent restenosis (isr), myocardial infarction (mi), chest pain occurred. On (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the left internal mammary artery (lima) to mid left anterior descending (lad) artery with 90% stenosis and was 6mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50mm x 8mm promus element plus stent, with 0% residual stenosis. One day post procedure, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2014, the patient presented emergently due to severe chest pain. ECG revealed st-segment abnormality and possible acute injury. Troponin value became elevated and cardiac enzymes do not meet protocol definition of mi however the sites wishes to report an event of mi for cec adjudication. The 80% ostial stent was treated with balloon angioplasty and placement of a 2.5 x 12mm non bsc stent, with 0% residual stenosis. Additionally, the mid right coronary artery (rca) was treated with direct placement of a 2.5 x 8mm non bsc stent with 0% residual stenosis non-target vessel revascularization (tvr). Also, the proximal rca was treated with direct placement of a 2.5 x 8mm non-bsc stent with 0% residual stenosis non-tvr. Three days post procedure, the event was considered resolved and the subject was discharged on the same day on aspirin and clopidogrel.